Event description:
Boston scientific received information that out of range shocking impedances were noted on the right ventricular channel. A replacement procedure took place and upon connecting a new lead to this device same out of range shocking impedances were seen. Finally the device was explanted and replaced. Upon connecting the old lead to the new device normal measurements were revealed. The explanted device will be returned for analysis.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection revealed a weakened header bond. In addition, when an x-ray examination was performed and the rvc header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The weakened header bond results in a fractured rvc header wire likely resulted in the clinical observation of out of range shocking impedances.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Right ventricular coil (rvc) header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The weakened header bond results in a fractured right ventricular coil (rvc) header wire likely resulted in the clinical observation of out of range shocking impedances.